Event description:
It was reported that an atrial lead was implanted on (B)(6) 2025. On (B)(6) 2025, the atrial lead was found to be dislodged and confirmed via x-ray imaging. Additionally, the atrial lead pacing had inappropriately captured the ventricle. The physician had successfully repositioned the atrial lead back. The patient was stable throughout.